Event description:
It was reported that the patient had difficulty walking as a result of overstimulation. It was also reported that the patient was not getting adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. Additional information was obtained stating that the explanted device components will not be returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7072884. UDI: (B)(4).

Event description:
It was reported that the patient had difficulty walking as a result of overstimulation. It was also reported that the patient was not getting adequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. No further information was obtained.